Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing facility for investigation. The preloaded insertion system was received and the lens was also received. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The lens of the preloaded system was observed cut from the lens edge across the optic zone. The condition observed in the lens is consistent with a lens that has been cut due to the removal process. Residue of ovd (ophthalmic viscosurgical device) was detected in the lens optic zone (anterior and posterior sides). Loose particles were observed on the lens compatible with handling the lens. Evidence of viscoelastic ovd residue was detected inside the cartridge tube and tip. Stress marks in both sides of the cartridge tube and tip was observed which are typically caused and/or may well appear by the pass of the iol thru the cartridge. There were no manufacturing defects observed in the pcb00 device that could impair functionality. The reported event could not be confirmed in the returned lens sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. The units were released according to specifications. The review did not identify a non-conformance report (ncr) that was associated with this production order. A search revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon implanted an intraocular lens using the preloaded insertion system, model pcb00, there was a large indention (cut) on the visionary axis. When the iol was injected into the eye and unfolded, she immediately noted what looked like several parallel v-shaped cuts within the optic of the iol, right near the center (in other words, in the visual axis where the patient would have to look right through it to see straight ahead). This was damage to the iol itself, not the capsule or any other part of the eye. There was no capsular tear or collapse, nor any other complication during the surgery. The surgeon indicated that it was her first time to use the pcb00 and as she was twisting the plunger, there was more resistance than when using non-preloaded lenses. The surgeon had to enlarge the incision to remove the damaged iol. The capsular bag was still intact and was used for the replacement lens. There was no vitrectomy. The lens was cut in half to get it out of the eye, but did not cut through the damaged part. The lens was replaced with the same model. At post-op day 1, the patient had significant corneal edema, likely from the prolonged procedure and extra trauma from the iol removal, and limitation of the patient's vision because of the edema. No further information was provided.